Manufacturer narrative:
A third party field service engineer (fse) has investigated the reported ventilator on-site. During troubleshooting, the pressure transducer printed circuit board (pcb) was determined to be defective. The device's logs and the claimed part were not provided for further analysis. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. A defective pressure transducer printed circuit board (pcb) may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The cause of the reported issue in this customer product complaint has been determined. The issue was related to the pressure transducer pcb.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).